Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of damaged stylus and it was therefore replaced and calibrated. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the attachment which connected the stylus directly to the programmer was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.